Event description:
Pump declared alarm 20 during insulin pumping session. Customer declined to answer whether blood glucose level exceeded 500 mg/dl. Cts assisted in loading new cartridge, but cartridge alarm recurred, preventing resumption of insulin therapy. Cts arranged pump replacement and instructed customer on backup insulin therapy using mdi. Customer was guided on storing defective pump and return process.